Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the device shaft was fractured near the handle. While we are unable to conclusively determine the root cause, the reported event is likely attributable to the application of excessive force. Based upon the received evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the handle of the vasoview 7xb cracked. The hospital reported that it was difficult to obtain a good angle with the device while using it on the obese patient; the handle was bending at the end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.